Manufacturer narrative:
Additional information will be submitted with in 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
The surgeon attached the coil to the empower cable and the attachment light did not light up. The cable and empower box worked before and after with other coils so it was the coil that was faulty. Device will be forwarded on receipt. The case had to be delayed due to having to get another coil.

Manufacturer narrative:
The surgeon attached the coil to the empower cable and the attachment light did not light up. The cable and empower box worked before and after with other coils so it was the coil that was faulty. Device will be forwarded on receipt. The case had to be delayed due to having to get another coil. There was no report of injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
(B)(4). The complaint received states that during use the deltapaq platinum microcoil 3 mm x 10 cm (dfs10031020 / g15079) failed to detach. The surgeon attached the coil to the empower cable and the attachment light did not light up. The cable and empower box worked before and after with other coils so it was the coil that was faulty. Device will be forwarded on receipt. The case had to be delayed due to having to get another coil. Upon receipt, the device positioning unit (dpu) failed electrical testing with resistance floating upward with an out of specification reading of >16.19 m ohms and the enpower systems go green light failed to illuminate. Manual manipulation of the dpu¿s electrical connector caused the dpu to pass resistance at 51.3 ohms and the enpower systems go green light illuminated. The most likely contributing factor to the enpower systems go green light not illuminating was due to wiring and/or solder joint connection located in the dpu¿s electrical connector. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was not stated in the event description if an electrical pre-deployment check was completed prior to use. If an electrical pre-deployment check was not completed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding¿¿ in addition, without the return of the unidentified detachment control box (dcb), the unidentified connecting cable, and the unidentified microcatheter used in the procedure. It cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis; however, the root cause could not be identified. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the confirmed event. (B)(4).